Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Therapy dates ¿ this was reported to have occurred the week of (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) catheter extension sets ruptured during a computed tomography (CT) injection through an IV catheter. The reporter stated that the sets were not rated for pressure injection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was received which clarified the products involved in this case was two (2) one-link catheter extension sets. Should additional relevant information become available, a supplemental report will be submitted.